Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump was alarming no delivery, which cause the customer to have a high of 311 mg/dl. Customer stated she resolved the issues with a complete set change. Customer stated the cannula was bent. Customer declined troubleshooting for high blood glucose. Customer stated blood glucose was high all day at 239 mg/dl. No further information reported.